Event description:
It was reported that the t:slim x2 pump battery would not charge, despite the customer using both the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.